Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. With the current information available, no definitive conclusion can be made as to the extent that the device may have caused or contributed to any post op complications. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2014 - the patient underwent surgery for repair of an incarcerated umbilical hernia. A ventralex hernia patch was implanted to repair the hernia defect. On (B)(6) 2015 - the patient underwent an additional surgery to repair the hernia defect and re-suture the ventralex hernia patch to the abdominal wall. The attorney alleges the patient experienced pain, was severely and permanently injured and underwent additional surgical procedure.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. With the current information available, no definitive conclusion can be made as to the extent that the device may have caused or contributed to any post op complications. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: this supplemental MDR is submitted to document additional information provided: based on the additional information received, the initial determination remains the same, no conclusions can be made. Review of medical records provided finds a patient with a surgical history significant for multiple abdominal surgeries including previous hernia repairs. Review indicates the patient was diagnosed with multiple adverse complications post implant of the ventralex mesh and underwent subsequent surgeries. Hernia recurrence and adhesions are known inherent risks of surgery/use of the device and are identified in the adverse reactions section of the instructions-for-use, supplied with the device as possible complications. Note the patient¿s attorney alleges ring break, however, there is no indication in the medical records provided that a ring break occurred. This emdr represents the ventralex mesh (device #1). An additional emdr was submitted to represent the ventralex st mesh (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2014 - the patient underwent surgery for repair of an incarcerated umbilical hernia. A ventralex hernia patch was implanted to repair the hernia defect. (B)(6) 2015 - the patient underwent an additional surgery to repair the hernia defect and re-suture the ventralex hernia patch to the abdominal wall. The attorney alleges the patient experienced pain, was severely and permanently injured and underwent additional surgical procedure. Addendum per additional information provided: attorney alleges that the patient developed adhesions, mesh migration & shrinkage, ring break. Hernia recurrence, pain, bowel obstruction. It is also alleged that the patient sustained emotional injuries. Per provided medical records: (B)(6) 2014 - patient was diagnosed with incarcerated umbilical hernia was scheduled for laparoscopic-open repair using a bard/davol ventralex mesh. Per operative notes: abdominal omental adhesions which were incarcerated into the umbilical hernia were taken down, another hernia 1-1.5cm was noted lateral to the right-side and adhesions were taken down. A second hernia was then noted. At this point, pneumoperitoneum was decreased, a transverse incision was made in the infraumbilical area, carried down till the area of the umbilical hernia. There was hernia just lateral to that. ¿then I opened the peritoneal cavity and all the materials have been dissected from this area and I used an 8 cm ventrio (ventralex mesh based on product identifiers) (device #1) in place and placed it with straps and attached this to the fascial defect and closing this with the use of 0-vicryl sutures, suturing the mesh in place.¿ (B)(6) 2015 - patient presented with epigastric pain, nausea, heartburn, melena and dizziness. CT abdomen & pelvis showed fat-containing umbilical/ventral hernia and larger compared with a prior study, and a second hernia more inferiorly, larger, also containing omental fat. Possible inflammation and diverticulosis noted. (B)(6) 2015 - patient was scheduled for laparoscopic surgery. Per the operative notes, ¿the mesh (#1) had pulled away from the abdominal wall allowing material to come up around the mesh. Once this has come up around the mesh, then omentum was pushed into this area. At the time of laparoscopy today, I took the adhesions down and pulled the material away from the abdominal wall and this left the mesh just lying there with an opening on the side and, therefore, I resutured this with suturing and tacking this all the way around so that it would not pull away any further.¿ (B)(6) 2015 - patient had a hospital visit for epigastric pain. (B)(6) 2016 ¿ patient visited hospital for periumbilical pain and diarrhea. CT abdomen/pelvis showed small hiatal hernia, a ¿tiny density in the peri-umbilical region measuring 12.4 mm which may represent residual or recurrent hernia¿, colitis/early diverticulitis. (B)(6) 2017 - patient had symptoms of pain below the left umbilicus, was diagnosed with suture-type recurrent incisional hernia and underwent repair. Per operative notes: ¿hernia sac was encountered just inferior into the left of the umbilicus. It was circumferentially controlled. There was omentum incarcerated within the hernia sac¿ and excised. Fascial defects approximately a centimeter in diameter. I elected to repair the fascial defect with ventralex (st) patch. A 1.7-inch ventralex (st) patch (device #2) was selected. It was soaked in bacitracin saline solution¿ it was inserted into the abdomen and anchored to the fascia with interrupted 2-0 prolene sutures.¿ note: there was no mention of the previously placed ventralex mesh (device #1) during this procedure. On (B)(6) 2017 - patient underwent CT abdomen and pelvis for mid-lower abdominal pain. Mild diverticulosis and a 5x2.3 cm fluid collection, likely representing a seroma and a mesh was noted in the anterior abdominal wall. No hernia recurrence was reported. (Note, the medical records provided do not specify the mesh #1 or #2).